Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples or photos were provided by the customer for investigation. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle broken for lot #8025959, item #305106. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Investigation conclusion: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that the bd precisionglide¿ needle was found broken before use. The following information was provided by the initial reporter: the customer requested replacement of 1 vial of eylea because the injection needle was broken. The reporter denied any adverse events or missed doses due to this event.